Manufacturer narrative:
The reagent lot number is 865304, with an expiration date of 30-sep-2026. The investigation included a review of the data set provided by the customer: the calibration is overdue. The qc results were within the specified ranges. The field service engineer (fse) inspected the analyzer and determined that a misadjusted bead mixer assembly had caused the event. He performed adjustments and verified that the analyzer was performing according to specifications. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys t4 results from several patient samples tested on the cobas e 411 analyzer (rack system). One example of discrepant results was provided: the initial result was 320 nmol/l with a data flag. The repeat result was 102.0 nmol/l.